Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the clinic manager, it was clarified that the blood leak occurred one minute into the hd treatment. There was no damage seen to the dialyzer. Fresenius bloodlines were used. The leak was not seen visually. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the customer returned a dialyzer from the reported lot for evaluation. The sample was subjected to a laboratory bubble point leak test. The dialyzer failed; a steady stream of bubbles were coming from the cut surface at approximately 320° on the cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a fiber fragment was noted from the same area as the leak. Under magnification (x20), the fiber fragment measured approximately 8.04 mm from the potting surface, an opposing end could not be isolated. There was no other damage or irregularities visually noted on the dialyzer. The production record review showed there was one approved temporary deviation notice and two unrelated non-conformances in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the clinic manager, it was clarified that the blood leak occurred one minute into the hd treatment. There was no damage seen to the dialyzer. Fresenius bloodlines were used. The leak was not seen visually. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.